Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a consumer with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not see the benefit in the system. Patient reported there was pain at the battery site even when the system was turned off, so she wanted it explanted. The issue was resolved at the time of the report. No further symptoms reported. No complications reported.